Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the pt's vns indicated high impedance during surgery to prophylactically replace the vns generator. The lead pin was re-inserted while attached to the new generator and the high impedance still persisted indicating that a lead fracture is likely. No x-rays were taken since the high impedance was found intraoperatively. It was noted that the pt frequently falls which could cause damage to the lead. No adverse events have been reported. The explanted vns lead has been returned and is currently undergoing analysis.